Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. There was no impact to customer¿s blood glucose level. The customer applied more pressure to the wake button to address the issue. In addition, it was reported that pump touch screen was intermittently delayed in responding to touches. Customer declined to further troubleshoot with tandem technical support.